Event description:
It was reported that during in-house engineering evaluation, it was observed that the impactor device fell apart ¿ unattached. It was further determined that the device would not impact and the screw lodged between the magnet plate and forward was preventing the unit from functioning, resulting in low power. It was found that the device passed visual inspection. It was further determined that the device failed pretest for impactor operation assessment. It was noted by the reporter that during testing it was observed that the device would not work after trying multiple battery devices. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device history record review: a device history review was performed and no non-conformances were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the falling apart - unattached, identified during service and evaluation was confirmed. It was determined that the issue has been investigated and addressed in a non-conformance. The assignable root causes were determined to be traced to manufacturing and environment.